Manufacturer narrative:
Revised b4 and g4.

Event description:
It was reported that two devices were noted to have green deposits noted on iui connectors. One device was found in the 4ghj department clean supply room and the other was found on the cardiovascular intensive care unit (cvicu) clean supply room. There was no patient involvement.

Event description:
It was reported that two devices were noted to have green deposits noted on iui connectors. One device was found in the 4ghj department clean supply room and the other was found on the cardiovascular intensive care unit (cvicu) clean supply room. There was no patient involvement.

Manufacturer narrative:
The reported issue of iui corrosion could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time. Root cause-n/a.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that devices were noted to have green deposits noted on iui connectors.